Manufacturer narrative:
(B)(4).the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted to treat a benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the patient underwent a scheduled stent removal procedure on (B)(6) 2015. Upon removal of the wallflex biliary rx fully covered stent that had been implanted approximately 4 months prior, the physician noted that the stent had migrated internally. The physician had also found that a piece of the stent retrieval loop had broken off. Both the wallflex biliary rx fully covered stent and the broken piece of the loop were successfully removed from the patient. The patient experienced some reddening and irritation of the mucosa that had resolved on its own. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A deployed wallflex biliary rx covered stent was returned for analysis. Visual examination of the returned device noted that the retrieval loop was broken and part of it had detached. The detached part was not returned for analysis. During product analysis both the proximal and distal flare diameters were measured with a calibrated ruler and found to be within specification. The nominal diameter of the middle of the stent was also measured with a calibrated ruler and found to be within specification. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. It was specified in the event description that the complaint device was used to treat a benign stricture. The dfu states that the wallflex biliary rx fully covered stent system is contraindicated for use in biliary strictures caused by benign tumors, as the long-term effects of the stent in the bile duct is unknown. It was also noted that stent migration is listed in the dfu as a potential adverse event. Therefore, the most probable root cause classification is user/use error.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted to treat a benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the patient underwent a scheduled stent removal procedure on (B)(6) 2015. Upon removal of the wallflex biliary rx fully covered stent that had been implanted approximately 4 months prior, the physician noted that the stent had migrated internally. The physician had also found that a piece of the stent retrieval loop had broken off. Both the wallflex biliary rx fully covered stent and the broken piece of the loop were successfully removed from the patient. The patient experienced some reddening and irritation of the mucosa that had resolved on its own. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.